Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Reported technical error is a power error which informs about situation where +12 v too low, i.e. < +10.8 v, a power system restart might be necessary to reset power related alarms. To restart, switch off the system and disconnect the mains power supply. According to information received in the service report, the replacement of monitoring printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to monitoring printed circuit board. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).